Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 to 76 mg/dl, at the time of incidence. Customer was not using auto mode at the time of incidence. Customer reported that the insulin pump was under delivering as they had low blood glucose level since several months now. Customer reported that they received hardware low level failure alarm and they passed the self-test. The insulin pump will be returned for analysis.